Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 148 mg/dl. Customer stated that they put the reservoir and did the rewind then received alarm. Customer stated that she cannot pass the rewind and reload screen and it was stuck. Customer was able to clear the alarm however unable to complete pump rewind. The device will be returned for analysis.